Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient's pump was removed on (B)(6) 2014 due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.